Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor and as a result, was unable to monitor glucose. The customer experienced unspecified symptoms of hypoglycemia, "burnt, very stubborn, loss of balance, felt strange, shaking on the legs", and was unable to self-treat. The customer was unable to self-treat and was provided with something to eat by third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor and as a result, was unable to monitor glucose. The customer experienced unspecified symptoms of hypoglycemia, "burnt, very stubborn, loss of balance, felt strange, shaking on the legs", and was unable to self-treat. The customer was unable to self-treat and was provided with something to eat by third-party. No further information was provided. There was no report of death or permanent injury associated with this event.